Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-25118. It was reported the pt is not receiving stimulation in her right leg. Reprogramming was unsuccessful. Diagnostics identified high impedance. The pt met with the physician for evaluation. Follow-up revealed, the physician believes there is a kink in the leads at both anchor sites. The pt will undergo surgical intervention to address the issue.